Event description:
Pump did not deliver any of the contents of a syringe containing morphine. The pump display showed that 53cc had been infused, but upon observation by the nurse the syringe was noted to still be completely full. The nurse had another nurse observe the pump and it was noticed that the syringe was not loaded correctly in the plunger driver. The syringe was reoloaded and the therapy was restarted without any further problems. The facility's nurse manager reports that the patient did not suffer from any adverse outcome, but the pain levels experienced by the patient were higher than desired. The patient was being given muscle relaxers and valium to help reduce the pain, in addition to the morphine. The device has been tested by the nurse manager and has operated correctly during all of the testing, attempts to misload the syringe could not duplicate the condition that was reported.